Manufacturer narrative:
The controller and batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the controller and batteries revealed no signs of physical damage or contamination. The returned controller passed all functional testing; no fault alarms or errors were noted during testing. Functional testing revealed that the returned batteries contained a faulty cell pair which likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue. This is one of five reports (3007042319-2014-00332 , 00827, 00828, 00829 and 00830) submitted for devices related to the same event.

Event description:
Approximately two years and four months post implantation, the site reported that the patient's controller was changing power sources earlier than expected. The controller and batteries were removed from the patient and a new controller and batteries were supplied. No harm or injury to the patient was reported as a result of this incident. A preliminary review of the log files indicated the patient experienced a pump stop on the same date of the reported event.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.